Event description:
It was reported the patient had not charged his ipg and it was no longer operable. It is unknown when the patient last charged his ipg. The patient's ipg was replaced with a new one, which resolved the issue.

Manufacturer narrative:
Correction/removal numbers: 1627487-07262012-002-r and 1627487-12192011-003-r. This ipg serial number was included in field advisories. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.